Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. Noise was noted on the electrogram (egm) when the patient moved around, but it was not oversensed. Low amplitude r-waves were also noted. Auto set-up failed in all three vectors in both positions. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to correct the impact code in h6.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. Noise was noted on the electrogram (egm) when the patient moved around, but it was not oversensed. Low amplitude r-waves were also noted. Auto set-up failed in all three vectors in both positions. The s-ICD system remains in service. No adverse patient effects were reported.